Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken proximal clevis to be related to the customer reported complaint. For clarification, the instrument was found to have the plastic proximal clevis broken. Broken pieces were missing, as a result of the breakage. Both ears of the clevis were broken, with the missing pieces measuring approximately 0.167¿ x 0.201¿. However, visual inspection did not observe any signs of thermal damage. No charring or melting was found at the distal end. The conductor wire was not damaged, no insulation damage was observed. An electrical continuity test was performed and passed. No in-house energy test could be performed due to the condition of the instrument. Common causes of the failure mode broken instrument proximal clevis are typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the permanent cautery hook was damaged and charred at the front end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was discovered during processing. The instrument was found to be damaged in a pre-operation check. After the completion of a procedure on system (B)(4) on (B)(6) 2022, it was found that the end of the instrument was damaged and burned. There was no instrument collision, no arcing, and no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the charred front end of the instrument, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the permanent cautery hook (420183-15/n10210301-866) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 3 uses remaining. A review of the provided image was performed by an isi fae. The following additional information was provided: it looks like one ear of the proximal clevis has some melting from thermal damage and the other ear appears to be broken off and missing. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.